Event description:
A patient reported experincing inaccurate erratic results with a lifescan, surestep enhanced meter. The patient's blood glucose results were 279, 297, 80 mg/dl. Tests were done within 10 minutes with a difference of 59%. Patient did not experience any adverse events.